Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and traced the failure to a software issue. The technician updated the software to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the arterial pump information of an s5 system disappeared from the display if the pressure was selected. The reported issue occurred during a procedure. There was no report of patient injury.